Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that the pump was sticking out of the patient¿s side. There was no out of box failure reported. There was no medical or therapy problem associated with small parts reported. The patient was going into the hospital on (B)(6) 2017 for surgical adjustment of the pump so it would not be sticking out. The healthcare providers (hcp) told the patient it was not a good idea to leave it the way it was because it may prevent the medication from being delivered. The onset of the issue was gradual. When the pump was implanted, they cut the patient. She was swollen, and the pump was sticking out at that time. It was noted that when they implanted the pump, the patient was cut for the surgery, and it was normal to be swollen. Gradually, the pump started sticking out more. This began "about 6-8 months ago" (from (B)(4) 2017). It was noted that ¿they kept switching the hcps¿, and the patient did not know who the managing physician was. The hcps told the patient that the pump would only need to be filled yearly. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-aug-2017 from the patient who reported that the pump was delivering morphine. Per the patient, her pump was ¿sticking out of the skin protrusively¿ in early (B)(6)2017 and she went to a physician who ¿pushed the pump back in place¿. It was a surgical event. The patient stated, ¿it looks like I have another butt-hole where the pump is since (B)(6)2017¿. The patient¿s medical history included 14 procedures some before and some after her implants. The pump procedure was related the pump sticking out. Per the patient, she did not think any of the other procedures were related to her pump or ins (implantable neurostimulator) and no allegations were made.